Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device cut the skin graft in half (1.5 cutter). No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. No testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.